Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to an open white (drvn_gnd) wire at the distribution node (dn) from the trunk cable to ECG ¿a¿ and ECG ¿b¿. Upon investigation the electrode belt did not pass an ECG fall-off test. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.